Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery rapidly depleted and pump shut off. Customer's blood glucose was 164 mg/dl. Tandem technical support (cts) reviewed pump history and based on the pump settings, battery appeared to be functioning properly. Upon follow up, customer reported pump was working as properly.